Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were in the hospital due to a broken arm and infection. It was stated they were going to contact a surgeon to have the spinal cord stimulation (scs) device taken out. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.